Manufacturer narrative:
Na

Event description:
It was reported that the patient presented to the clinic in backup vvi. Attempts to interrogate the pulse generator were unsuccessful. A surface ECG revealed vvi pacing at 67 ppm. Pocket stimulation was observed.